Event description:
It was reported through remote transmission that noise had been observed on the atrial lead. The patient was monitored and the noise was no longer present in (B)(6) 2014. No symptoms were reported and patient monitoring was continued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.